Manufacturer narrative:
Per tandem¿s user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 232-343 (mg/dl). Customer performed infusion site change and resumed insulin delivery. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.